Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device nose cone and bearings were damaged, the ball bearings fell apart,the device was missing balls, there were no cages and the extension sleeve was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was previously reported that reported condition was confirmed, however during further evaluation it was noted that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. It was further determined that the device bearings were worn out which created a situation where the cutter could not be inserted. This was because the bearings were no longer in axial alignment which did not allow the cutter to pass through. The failure was caused by worn out bearings due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.